Event description:
Caller states that the patient tested 2.9 on one device and 4.9 inr on another device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with second device: 400a 17, 2/08.